Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl failed to boot up. There was no report of pt involvement.